Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unexpected restart. The blood glucose level was unknown. The customer received another unexpected restart alarm after a battery change. The troubleshooting was performed and received another unexpected restart alarm after a battery change. Insulin pump being returned for analysis.

Manufacturer narrative:
Pump passed the displacement, unexpected restart error alarm test and self test. No unexpected restart error alarm noted during test.